Manufacturer narrative:
This report is submitted on april 29, 2021.

Manufacturer narrative:
This report has been submitted on april 01, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to extrusion of the receiver/stimulator unit. Reimplantation is planned but had not taken place at the time of this report.